Manufacturer narrative:
Review of results: panoscreen lot 05972 tested negative for all 3 cells at igg phase cell I (c+) cell ii (c-) cell iii (c-) testing performed by reference lab- panoscreen lot 09028 reacted w+ for cell I (c+), negative for cell ii (c-), and negative for cell iii (c-) at the ahg phase. An anti-e was detected in solid phase testing on the galileo. The events appears to be related to the nature of the sample.

Event description:
Customer reported unexpected negative results when testing a sample with panoscreen I, ii and iii. Anti-c was identified. When the sample was tested on galileo, an anti-e was also detected.